Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/13/2016 with the following findings: review of the black box data did not reveal any records related to the complaint. On investigation, product analysis could not duplicate a loud motor noise louder during bolus. The pump performed within the required specifications without malfunction.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a motor issue with the device. Motor sounds reportedly were louder during a bolus. Reportedly, the sounds of the motor indicated a struggle in the motor itself. There was no reported adverse event associated with this complaint. This issue is reportable as an issue with the pump not performing as intended may result in over or under delivery.